Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the sds balloon ruptured at 8 atms. There was no patient adverse event reported. No additional event or patient information is available.